Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H10 continued: 2025587-2025-00418. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the dcs was received without a valve loaded within the capsule and visual analysis showed the handle appeared intact. The device was received with the capsule fully closed. There was slight deformation to the distal section of the capsule, with a raised nitinol frame visible. The deployment knob appeared to retract and advance the capsule with resistance noted as the spindle was interacting with deformation within the capsule under the area of the raised nitinol frame. The trigger moved to fully advanced and retracted positions with resistance and locked in place when released. The tip-retrieval mechanism appeared intact with resistance noted when tested. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. The rumble strips were found to be in the correct position when compared to a control dcs of the same model. The reported event could not be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Constraint was reported at the non-coronary cusp (ncc) base of the valve. Ultimately, a good deployment depth was reported. The reported event could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a heavily calcified native valve, a pre-balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. The valve was 80% deployed and an infold was noted. The valve was recaptured two times; however, the infold remained. The valve was removed. A new valve and delivery catheter system (dcs) were used for implant. It was reported that the "rumble strip" was in the wrong place. The rumble strip was at the beginning of the first third and no rumble strip was felt later on. This created a harder time to judge the deployment and there was some delay in the valve deployment. The valve was released suddenly when the paddles were reached. Constraint was reported at the non-coronary cusp (ncc) base of the valve and a post balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. A good deployment depth was reported and an echocardiogram revealed mild paravalvular leak (pvl). No treatment was performed. It was reported that the patient had an annulus of 20.2 and a tricuspid valve with notable calcium. No adverse patient effects were reported.